Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked and largely unresponsive screen that impeded normal device interaction and required replacement. Symptoms included none, as blood glucose remained in range and unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview, verification of device identifiers and shipping information, and review of usage context. Investigation of this case revealed physical damage to the screen consistent with external impact, with no evidence of device malfunction; the problem was traced to the display/touchscreen assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.